Manufacturer narrative:
(B)(4). Customer has indicated that product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial knee procedure, a screwdriver fractured. The broken piece was retrieved and the surgery was completed with a second device without complication. No adverse events have been reported as a result of the malfunction.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; h2; h3; h6; h10. Visual examination of the provided picture found the tip of the inserter fractured. The device was not returned for further evaluation. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.